Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's lead has several invalid contacts. Reprogramming was only able to capture partial stimulation coverage. The patient is pending an appointment with the physician to discuss revision.

Event description:
It was reported surgical intervention has been scheduled to address the issue.

Event description:
It was reported the patient's lead was explanted and replaced. The system was reprogramed and the patient reportedly receives effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.